Event description:
Subsequent information received. Prior to the procedure, the patients heart rate (hr) was 59 beats per minute (bpm) and during the procedure, the patients hr dropped to 45 bpm (bradycardia). Atropine, midodrine, and normal saline were administered and the bradycardia resolved without an adverse patient sequela on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The reported patient effect of bradycardia is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2012 with placement of a 6-8 x 30 mm acculink stent in the mildly calcified left internal carotid artery. Post procedure, the patient experienced an episode of hypotension, with systolic blood pressure in the eighties. The patient was asymptomatic while lying supine. Medication was administered; however, the condition continues. The patient was discharged to home on (B)(6) 2012 with a prescription for midodrine. No additional information has been provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to initial medwatch report filed on (B)(6) 2012, additional information was received which indicates that the patient's hypotension resolved on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4).